Event description:
It was reported that a patient presented with loss of right ventricular (rv) lead capture. On (B)(6) 2023, the physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.